Event description:
The device was returned for an unrelated issue. During functional testing by a technician, the device displayed a "bridge test failed" message. There was no patient involvement in the reported malfunction.